Event description:
Edwards received notification from our affiliate in south africa. As reported, this was an implant case of a 26mm sapien 3 valve in aortic position by transfemoral approach. During procedure, access was tight on the right but managed to get the esheath up and gain access. An annuloplasty was performed, which went smoothly with a 23 x 4 mm edwards balloon. A 26mm sapien 3 valve was inserted through the commander delivery system and deployed with a good outcome. The patients st levels were high shortly after implant and her blood pressure low at +/-55/23, appropriate medication was given to raise the paitent's blood pressure, which seemed to work. On echo it appeared that there was little pvl (more wire related) and appeared to be no annular rupture. There was concern about her ECG not looking normal and very erratic. A pericardiocentesis was performed to drain the fluid around the heart, 60ml per minute of fluid was drained, but it did not seem to subside. The patient was converted to open surgery to remedy the tear or perforation. But vitals were not stable and blood pressure dropped, so the surgical intervention stopped. The patient passed away after starting the surgical intervention. When reviewing the angio and procedure images, there was a suspicion of an annular rupture caused the issues. A calcific spur on the leaflets that punched through the root and the fact that the patient had small sinus.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the event was likely due to patient (calcific spur on the leaflets) and procedure related factors. The cause of death was not provided. If new information is received. A supplemental report will be submitted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text: device not returned.